Event description:
The customer reported that while the unit was in use on a pt, the triger/main control knob on the unit became detached from the unit. They made an attempt to switch the pt to another unit, but the only unit available had an empty helium tank. The pt was without therapy for a period of up to 90 minutes until surgery was initiated.